Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal. There was no bleeding or patient injury. A new device was used to continue the procedure.